Manufacturer narrative:
Device evaluation: a 2000e china product was not available for investigation of (B)(4); however, the customer confirmed that the complaint sample was from lot 24025030. The feedback provided by the customer states that, "found leakage, after inspection of needle-free closed infusion connector crack" no further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24025030 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the product 2000e china in the past 12 months.

Event description:
It was reported that the bd alaris smartsite needle-free valve had a crack. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2025, in the afternoon, a nurse was administering an IV to a patient. During the normal use of the needleless closed IV connector, a leak was discovered. Upon inspection, it was found that the needleless closed IV connector had a crack. To ensure that the IV did not affect the patient, a new needleless closed IV connector was immediately replaced, and the patient was able to complete the IV normally.